Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator did not pass post (power on self-test). There was no patient involvement at the time of the reported incident. Medtronic was not authorized to evaluate/repair the device. A third party service provider opened the inspiratory module and cleaned the check and safety valve. The third party service provider performed an est (extended self-test) and the ventilator was reported to be in working condition.